Event description:
A report was received that the pt's ipg has moved and will be revised. The pt is also having difficulty charging. A bsn representative analyzed the pt's database and found no signs of premature battery depletion. The pt's charge profile revealed that the pt is having difficulty coupling the charger to the ipg.